Event description:
It was reported "the unit is not heating". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test. The unit was not able to navigate through the power-on self-test (p.o.s.t.). The unit alarmed and a red wrench displayed. The unit was opened and the power supply board was replaced with a known good lab inventory power supply board. The unit was still not able to navigate through p.o.s.t.; a red wrench alarm displayed. Again the unit was opened and the resistance across the thermal fuse and switch were measured. The resistance across the thermal fuse measured 0.3 ohms and the resistance across the switch measured 0.2 ohms. Both of these values are within the normal operating range of 0.2-0.4 ohms. By eliminating the above components testing confirms the unit has a faulty power control board. The complaint has been confirmed. The investigation revealed a defective power control board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. The unit could have undergone higher stresses than normal during its use which would have shorted its lifespan. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73b210005n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the unit is not heating". No patient involvement reported.